Event description:
Balloon was used or inserted into the circumflex artery, accompanied by a guide wire. Balloon was inflated to 4 atms with wire distal in coronary. Dr pulled the wire back to check for flow. When he tried to deflate the balloon, it would not deflate. Constantly tried with the indaflater and a 20 cc syringe with no success. Once the balloon was removed from the pt, inflated still at 4 atms, he discovered that the wire actually exited the housing of the balloon and re-entered the balloon in another area.